Manufacturer narrative:
Results: the distal tip of the separator past the separator bulb is bent 90 degrees. The wire holds a wave-like irregular shape immediately proximal to the separator bulb. The separator tip was introduced into a demonstration penumbra system reperfusion catheter 041 and advanced distally. The separator advanced past the distal tip of the catheter and moved freely in and out of the catheter. The separator is fully functional. Conclusion: the bend in the tip and the wave-like irregular shape in the wire just proximal to the separator bulb are typical of separators that have been advanced against resistance. This kind of damage can also happen when unpacking the separator and prepping it for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The penumbra system separator 041 tip was found damaged upon opening the package. The physician did not use it, and pulled another one and used it successfully.